Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the stent was removed from the protection sheath, the stent got dislodged from the balloon. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.